Manufacturer narrative:
Product analysis: the product specimen has not been returned. Conclusion: multiple attempts to request additional information and product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that approximately one week post implant of this 12 mm bioprosthetic pulmonary valved conduit into a pediatric patient, this valved conduit was explanted and replaced with a 10 mm homograft conduit. No specific failure mechanism or reason for explant was provided and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.